Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an lasik procedure, the patient experienced poor vision & glare. Clinical reason for explant malfunction intra ocular lens (iol), mechanical complications. The iol was exchanged for advanced technology intraocular lenses (atiol) with different model lens 8 months 22 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in h.6. (FDA product code a26 was updated to a24) additional information was provided in h.3. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intraocular lens (iol)s, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).